Manufacturer narrative:
Block d2b: additional pro code: qon. Block g4: additional premarket / 510 (k): p190006.

Event description:
It was reported that there was a red light on the patient's remote control. The patient met at the office, and electrodes 0 and 1 were open impedances. The patient was re-programmed using electrodes 2 and 3. A lead fracture was later noted, and the lead was explanted. No further patient complications were reported.